Event description:
During the device check, the thermogard console (sn (B)(6)) displayed the "coolant empty" alert and didn't work. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6)) displayed a "coolant level low" warning was confirmed during functional testing. The error message was caused by a failure of the coolant block assembly, likely due to a failed component. During functional testing, a single green led was observed on the coolant level sensor printed circuit board (pcb), indicating that the coolant level sensor block was defective, thus confirming the reported complaint. A properly functioning coolant block board displays two green leds during its power-on-self-test (post). The defective coolant level sensor block assembly was replaced to remedy the problem. Following the service, the thermogard console passed all tests without issue, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the thermogard console with serial number (B)(6). Ccr 84668, reported on july 31, 2024. Reconnecting the cables between the coolant pca and the I/o board resolved the issue.